Manufacturer narrative:
Retainer ring = clear customer returned device for an alleged critical device error (open book image) alarm found on (B)(6) 2019. No critical device error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test, however, failed sleep current test and self test due to moisture damage. Device error 75 occurred during self test on (B)(6) 2022 13:51:48.000 and device error 25 kept on reoccurring during testing on (B)(6) 2022 18:00:00.000. Successfully downloaded history files and traces using thus, however, unable to redownload device due to device error 25 reoccurring. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, cracked case-corner of belt clip rails, label damage(serial number label unsticking), end cap address label missing, partially detached retainer, cracked retainer and corroded battery tube. Critical device error (open book image) alarm was not observed during testing. Critical device error (open book image) alarm not confirmed, however, device error 25 and device error 75 were confirmed. Moisture damage on the electronic assembly, motor and force sensor was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had open book alarm. Customer's blood glucose value was 99 mg/dl. Customer stated that he took the battery out and reinserted the battery but now it was not come back on. Customer was seating drinking juice when the error occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.